Event description:
It was reported the patient's ipg was unable to hold a charge for more than 24 hours and the ipg became inoperable. Surgical intervention may be pending to address this situation.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.